Event description:
Additional information was received that the patient had generator replacement. Attempts for product return are in process.

Event description:
It was initially reported that the patient was experiencing an increase in seizures since (B)(6) 2013 the patient was referred to a surgeon for a consult for a possible generator replacement. Surgery is likely but has not occurred to date. A battery life calculation based on the available programming history on the manufacturer¿s programming history database showed that the generator may be nearing end of service. Good faith attempts for additional information have been unsuccessful to date.

Event description:
It was reported that the device was discarded and will not be returned to manufacturer for analysis.

Manufacturer narrative:
Analysis of programming history.